Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. Cause was the customer being out of insulin, and a bg value was not provided. Customer declined further troubleshooting.